Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; battery compartment. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2; date of submission: 02/09/2017.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: during investigation, the battery compartment was cracked above and below the grip pad. A leak test was performed and failed due to the battery compartment crack. Evidence of moisture corrosion was found in the battery compartment. The pump was unresponsive due to internal moisture damage in the battery compartment. The pump was not able to be powered on, and the pump files were unable to be downloaded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.